Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir compartment ring was cracked and loose. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per health care professional¿s instructions. The insulin pump was returned for analysis.